Event description:
Information provided states that during a case (3) three occipital screws broke and had to be left in the patient resulting in the plate being positioned further caudal than desired.